Event description:
It was reported by service report that the footboard touch screen is working intermittently. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Intermittent footboard function.